Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e0612 ischemic heart disease.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient reported receiving no signal, and she attributed the issue to the receiver. She stated that on (B)(6) 2023 ¿I ended up in a dka and having a heart attack and in the ICU because it¿s not reading my blood sugars. It¿ll do it and then it¿ll shut down my sensors, it doesn¿t alert me, it won¿t, it¿s not working.¿ at the time of the report on (B)(6) 2023, the patient felt fine and declined to provide additional information on april's event. There were no details provided for any symptoms, bg finger stick or cgm values at home or any alarm or alert messages which occurred before the patient took herself to the hospital. The medical safety team also attempted to obtain event details on (B)(6) 2023 but was unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined.